Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the field representative was concerned about this pacemaker having premature battery depletion (pbd). The device was just implanted middle this year and now only have five and a half years battery longevity remaining. The field representative also noted that the device was using 131% of power consumption and the patient has chronic atrial fibrillation (afib). A data analysis showed that the device had high rate atrial sensing and the minute ventilation (mv) feature was turned on. The recommendation was to consider reprogramming the device. To date, the device remains in service. No adverse patient effects were reported.